Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned. The helix was found partially extended and clogged blood/tissue. An internal short was found during electrical testing due to the over torqued of the inner coil in the connector region and x-ray examination also found the inner coil was severely over torqued in the connector region, both findings are consistent with the procedure damage. Meanwhile, visual examination found damage consistent with that occurring at the time of the procedure.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture and loss of sensing. The ra lead was explanted and replaced. The patient was discharged with no reported adverse consequences.